Event description:
Retainer ring recall details were added with this report which was not included in the initial report. It was reported to medtronic minimed that the customer had crack on insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. The product mmt-1712k has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Additional information which was received is provided in sections b5, h7 and h9 with this report. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, label damage, cracked retainer. Cosmetic damage was confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.